Event description:
Alleged the bed moved unintentionally.

Manufacturer narrative:
The technician found the right ucm board shorted causing the unintentional movement. The technician replaced the ucm board to repair the bed.